Event description:
It was reported to boston scientific corporation that a contour stent was used in an unknown procedure. According to the complainant, during the procedure, there was a split between the two holes at the tip of the stent noticed . The procedure was completed with another of the same device. The patients¿ condition at the conclusion of the procedure is unknown.

Event description:
It was reported to boston scientific corporation that a contour stent was used in an unknown procedure. According to the complainant, during the procedure, there was a split between the two holes at the tip of the stent noticed . The procedure was completed with another of the same device. The patients¿ condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
A visual analysis of the returned contour stent was performed. The unit was received with its original pouch but the suture was not returned as part of overall visual revision. Following a detailed device analysis, it was found that the suture holes were torn in between. Procedure or clinical factors may have contributed to the suture holes ripped/torn, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Based on all gathered information, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.